Event description:
A non-repeatable positively biased tsh result on a pt sample. The result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.